Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The pump was monitored and no unexpected blank display or erasing data during our testing noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 97 mg/dl. Troubleshooting did not occur since the customer could not access any of the menus. The customer mentioned that the insulin pump had been dropped twice in the past, but that the device functioned normally after the drops. The insulin pump was returned for analysis.